Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon interrogation of the pulse generator, multiple episodes of noise reversion and auto mode switch since (B)(6), 2014 were noted. Noise could be reproduced in clinic with pocket manipulation and patient movement. Chest x-ray was normal. On (B)(6) 2014 pocket revision was performed; fluid was noted in the device header. The device was explanted and replaced.